Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, as the information from the reported failure date is overwritten, no activity outside of normal use is observed. Last basal delivery was on (B)(6) 2013. Suspend history shows a 2h suspend on (B)(6) 2012. Tdd observed to add up correctly and to reveal user¿s programmed basal rate. Pump powers ¿on¿ and displays ¿verify¿ screen. The unit was primed and exercised successfully. , a 24h duration test was performed to the pump, no alarms or any delivery issue occurred. Force sensor calibration reading was found within the nominal values. Pump passed a 29h flow accuracy test (result attached) .the unit was opened and inspected, no moisture ingress was found, the printed circuit board was inspected for intermittent condition, none was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he has been experiencing intermittently elevated blood glucose (bg) levels ever since the health care provider (hcp) made settings adjustments to address low bg issue in (B)(6). Patient is not certain what was changed on pump but states bg has elevated since then. He reports the bg has been consistently over 500 mg /dl for the last four days, with severe headaches. Bg at time of call was 362 mg/dl. The patient is a poor historian, customer technical support (cts) review of pump found no associated alarms in history. Pump suspended per patient (B)(6) 2013. Time on home screen is correct. Reviewed bolus history and boluses have been delivered as programmed. Reviewed tdd history for past week; basal amount are 15.88 to 15.95 u/24 hours. Basal programmed 24 hour total currently is 15.95, basal programming changed per hcp (B)(6) 2012. States basal is programmed correctly. Temporary basal not used. States he changed his site/set cart every 3 days. But prime history shows pump primed every 4 days. Pump was primed (B)(6). States using comfort 17 mm, 43 in. Rotates sites but mainly uses abdomen. States current site is not tender, no redness, no drainage present, connections secure. States he does have some scar tissue in abdomen and tries to avoid these areas. No air seen in tubing or cart, no leaking present, connections secure, now or during past week. States he stores insulin in refrigerator, fills cartridge with insulin from refrigerator. Cts advised patient it has been adequately determined that the event does not involve a possible malfunction of the pump. Reviewed recommendation of using room temperature insulin, changing site, set and cart if bg is unexplainably 250 mg/dl for 2 tests in row or unexplainably over 400 mg/dl for one bg test. Reviewed importance of changing sites every 2-3 days. Informed elevated bg likely related to programming changes done on pump following hypoglycemic event. Advised to contact hcp for further assistance and to have hcp evaluate sites, settings, and bg values. There is no indication of pump malfunction. The patient continues on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on the pump. Use error cannot be discounted as a contributory factor, as the patient was not changing sites/sets every 3 days as recommended and was filling the cartridges with refrigerator temperature insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.